Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a severely calcified and moderately tortuous proximal right coronary artery (rca). After deployment of a 3.5mm non-bsc stent, a 15mm x 3.50mm nc quantum apex balloon catheter was used for post dilatation. Upon the second inflation, the balloon ruptured at 18 atmospheres. The device was retrieved intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).